Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of lumbar degeneration in need of lumbar degeneration surgery used in spinal therapy. It was reported that the screw plug slipped during the surgery. There was no delay in overall procedure time. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.